Event description:
It was reported that the core sumex drill would not shut off during setup, not associated with a procedure, at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of the device running on its own was confirmed during evaluation of the returned handpiece by the repair technician. The motor coil was observed to be corroded and the cable was observed to be kinked. Corrosion of the motor coil and damage to the cable could potentially cause unintended activation of the handpiece.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete. Device return expected, but not yet received.

Event description:
It was reported that the core sumex drill would not shut off during setup, not associated with a procedure, at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.